Event description:
It was reported that balloon ruptures occurred. The target lesion was lcoated in the left brachial cephalic vein. Two 10.0 x40, 75cm gladiator elite balloon catheters were advanced for dilatation, however, during the first inflations it was noticed that contrast leaked out. Pinholes were noted on both balloons. The devices were completely removed from the patient. No patient complications were reported.